Manufacturer narrative:
Initial reporter phone: (B)(6). The device was returned for analysis; however, the analysis has not yet been completed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, an enterprise stent (enc453712/10632719) "separated when advanced within the unspecified microcatheter". They used another one to complete the procedure. There was no report of patient injury. It was reported that the device would be returned for analysis.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, an enterprise stent (enc453712/10632719) "separated when advanced within the unspecified microcatheter". They used another one to complete the procedure. There was no report of patient injury. Multiple attempts to obtain additional information were unsuccessful. A non-sterile enterprise device was received inside of a pouch. The delivery wire and the introducer tube were inspected and no damages were noted. The stent was received deployed. The stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed since the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10632719. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The premature detachment was confirmed. However, it could not be determinate when the condition was occurred. The enterprise device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.